Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a no power issue with the pump. There was no reported adverse event associated with this complaint. No additional information was available for this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 06/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: a review of the black box revealed one power on reset (por) event and multiple consecutive ¿call service (cs) 054/cs052/cs012¿ alarms on 03/10/2015. There were no por events observed between the consecutive alarms. The battery cap and cartridge cap were not returned; therefore, a test battery cap and cartridge cap were used to complete investigation. During evaluation, the pump was powered on with auditory alert and long vibrations. The display screen remained blank upon start up; the remaining steps were unable to be completed. The reported ¿no power¿ was unable to be adequately investigated due the blank screen failure issue. The pump¿s cover was removed; there were no intermittent conditions found to the power circuit; however a component failure was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.